Event description:
The customer reported that the system displayed dark images. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The representative checked the technique on the system. No further service information was provided.